Manufacturer narrative:
All buttons function properly. Insulin pump had moisture damage on keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratches display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 328 mg/dl at the time of the call. Customer reported treating the high blood glucose level with a manual injection. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.